Event description:
The patient received a corneal burn, during a cataract extraction procedure. Stitches were used to close the wound.

Manufacturer narrative:
This form has been completed by the manufacturer.